Event description:
It was reported that the stopper pulled out of tube during centrifugation and blood splatter occurred with bd tube sst plh 13x100 5.0 plbl gold br. This occurred twice with an unknown lot#. Patient impact was not reported. The following information was provided by the initial reporter: the batch was more than one, but at this time customer only has 0183345. Several professionals had their uniforms soiled with blood by leaking tubes. There was no skin nor mucous exposure. The problem presented in all the units they used, inpatient units, ambulatory and clinical analysis laboratory, they do not know the precise number of times, but they occurred daily. Stoppers are popping off during the transport of samples in the collection cases, during centrifuge (15 minutes at 3,500 rpm). Fixed rotor centrifuge, tubes fit inside the pockets, a small part of the lid is left out. We perform collections in a closed and open system, in the open the blood is transferred to the tube without a needle, allowing it to drain through the tube wall, after which the tube is closed. We put the stopper back on by rotating it in the top of the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2020-11-20. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was observed. 200 retention samples were selected from bd inventory and no visual defects were found. Additionally, it was observed in the photos some tubes with underfill. 10 retains selected from bd inventory were draw tested and no issues were found related to underfill. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is reviewing specific areas in the manufacturing process relating to this issue and has initiated further investigation relating to this issue. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0183345. Medical device expiration date: 2021-06-30. Device manufacture date: 2020-07-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the stopper pulled out of tube during centrifugation and blood splatter occurred with bd tube sst plh 13x100 5.0 plbl gold br. This occurred twice with an unknown lot #. Patient impact was not reported. The following information was provided by the initial reporter: the batch was more than one, but at this time customer only has 0183345. Several professionals had their uniforms soiled with blood by leaking tubes. There was no skin nor mucous exposure. The problem presented in all the units they used, inpatient units, ambulatory and clinical analysis laboratory, they do not know the precise number of times, but they occurred daily. Stoppers are popping off during the transport of samples in the collection cases, during centrifuge (15 minutes at 3,500 rpm). Fixed rotor centrifuge, tubes fit inside the pockets, a small part of the lid is left out. We perform collections in a closed and open system, in the open the blood is transferred to the tube without a needle, allowing it to drain through the tube wall, after which the tube is closed. We put the stopper back on by rotating it in the top of the tube.